Manufacturer narrative:
Concomitant medical products: product ID: dtma1d1 crt-d, date of implant (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the right ventricular (rv) lead had high threshold. The lead remains in use. No patient complications have been reported as a result of this event.